Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the abs-10011 acp kit series I malfunctioned during use. The outer syringe leaked into the inner syringe prior to separation. Additional information received on 04/02/2020: the product malfunction occurred during a prp injection of the left knee joint. Blood did leak outside of the syringes onto the exam table and floor. Both areas were cleaned thoroughly with cavicide. The facility reporter stated no individual came into direct contact with the blood. A new kit from the same lot was opened and used to complete the injection. The complaint device was discarded and will not be returning for evaluation.